Manufacturer narrative:
There was no patient involvement and no patient information has been provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and the reported condition was address to a damaged compressor of the cooling system. The device was taken out of service. The root cause is a hole of the evaporator leadind the refrigerant fluid to leak and water to enter the cooling circuit. This situation causes a damage of the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and as a consequence the circuit breaker is tripped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue. Livanova (B)(4) has opened a corrective actions which is in progress for this issue.

Event description:
Livanova(B)(4) received a report stating that the circuit breaker was tripped when a heater-cooler system 3t was switched on during a procedure. There was no report of patient injury.